Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The device had wear and tear on the front cover and enclosure, cracked front cover and water tank cover, missing the reflux plug, bumper feet, and the line cord was old. The reported problem was duplicated. The possible cause of the reported issue was found to be cracked water tank cover around the bolts due to wear and tear from prolonged use. However, a definite root cause could not be determined with the provided information. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the water container was cracked and leaking. No patient injury was reported.